Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: myocardial infarction considered permanent impairment. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, a 2.75 x 18 xience v stent was implanted in the mid lad, a 3.0 x 23 xience v stent was implanted in the proximal lad and a 2.75 x 15 xience v stent was implanted in the left pda. In the same month, the patient experienced post procedure, before discharge, a myocardial infarction (mi) which was resolved in 2009. No additional event or patient info is available.

Manufacturer narrative:
The other two xience v everolimus eluting coronary stent system's mentioned will filed under the same MFR number. Results and conclusion summation - product performance engineering determined that myocardial infarction, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality issue. There does not appear to be any indications of a product quality problem. In this case, it is likely that the hospitalization is a secondary effect of the myocardial infarction; however, a conclusive root cause for the reported patient effects cannot be determined.